Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was stuck on a low reservoir alarm that could not be cleared. The blood glucose reading was 415 mg/dl. The customer treated with manual injection. The customer reported that the buttons were unresponsive. The customer did not recall any significant event leading to the keypad issue. The customer also reported that there was a bump at the insertion site after removing the infusion set. The customer reported that it has happened before and it goes away after rubbing it. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. No unlocked lcd keypad connector. The low reservoir alarm feature work properly. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.